Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the paramedics were called due to low blood glucose. Customer was not taken to the hospital but was treated via ambulance twice in the same month but had no memory of the third event. The customer's blood glucose was 30 mg/dl at the time of incident and 40 mg/dl at the other incident. Customer reported of losing weight after suffering a heart attack and believes that basal rates needed to be reprogrammed as blood glucose normally dropped during the night. The customer stated that they were not wearing the insulin pump for less than 48 hours at the time of incident. Customer's insulin pump settings were reprogrammed by healthcare professional and low blood glucose issue was resolved. The insulin pump will not be returned for analysis.